Manufacturer narrative:
Additional information was received that the completed heart block was first reported three days following the valve procedure. A permanent pacemaker was implanted a day later. It was also reported that the valve needed to be recaptured three times due to a combination of the valve being too deep and popping out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-29-us, serial #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted therefore no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to being dislodged. A new valve had to be prepared before successful deployment of the valve. Immediately following the procedure, the patient complained of weakness in left arm and leg. A physical exam revealed left sided weakness of both left arm and leg, it was also noted that the patient had a left sided facial droop and was dysarthric. All of these symptoms seemed to improve within the next two to three hours. The following day, the patient complained of double vision/diplopia. It was also reported that when mobilizing the patient the following day, poor balance was observed. A stroke was confirmed by magnetic resonance imaging (MRI) of the brain. The MRI indicated that there was a small focus of restricted diffusion in the medial right thalamus without associated t2 hyperintense signal. No other diffusion signal abnormality. No evidence of hemorrhagic transformation. Scattered t2 hyperintense lesions in the white matter are similar to previous given the differences in technique and likely secondary to chronic small vessel ischemic disease. There was no mass effect or midline shift. Stroke neurology team confirmed the diagnosis. Neurology recommended restarting oral anticoagulation as the patient had underlying atrial fibrillation, with anticoagulation being held in the lead up to the val ve procedure. The patient was also referred to stroke rehabilitation, and recommended to mobilize with a walker, and to have an eye patch, alternating between each eye for comfort. The patient did not have a history of stroke. It was reported that per the physician, given that the valve was recaptured, crossed the aortic valve and was sitting in ascending aorta, presumably the stroke was caused by recapture of valve. Additionally, the patient has underwent a permanent pacemaker implantation for complete heart block. No additional adverse patient effects were reported.